Event description:
During an esophagectomy procedure the device was fired and resistance was smaller than before. When releasing the device, there were no staples found in the tissue. Another device was used to complete the or. There were no adverse consequences to the pt.